Event description:
Olympus further received information that the intended procedure and sedation was prolonged for 45-60 minutes. The procedure was completed with a different device. There were no error messages observed. The device was not inspected before use. No other information was provided.

Manufacturer narrative:
This report is being submitted to provide additional information from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "procedure and sedation were prolonged for 45-60 minutes" occurred due to the device malfunction. However, the root cause of the phenomenon could not be identified. Additionally, a specific cause of the phenomenon "no image" could not be identified from the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no ebus image was confirmed. The device evaluation found that the connector socket was loose, and it had bent pins inside the socket. Additional evaluation findings were as follows: the processor has old software version 3.01. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image. The issue was found during an endobronchial ultrasound (ebus) therapeutic procedure. There was no report of delay or patient harm associated with the event.